Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - it was reported that the reliaty device jumped form ddd to adi mode during the pacemaker exchange without any external influence. No deterioration of the pt's state of health was reported.